Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 350 mg/dl with a small ketone level. The customer changed the infusion site and delivered a bolus to address the high bg level. The customer went to the emergency room (ER) and received intravenous fluids to flush the ketones. The customer left the ER in stable condition. As the occlusion alarms had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusion. The customer indicated that the insulin was used beyond what was indicated in the labeling.